Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
The customer reported via phone call that they had a button error alarm. Customer stated they were by the pool, but the insulin pump was not exposed to moisture. Customer reported the insulin pump may have been exposed to hot temperatures. Customer stated the insulin pump's display had condensation. Customer's blood glucose was 11 mmol/l. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. No button error alarm. No moisture damage found inside. The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip. No crack belt clip slot.